Event description:
Qv otc, allergic reaction to nasal swab--tss advised please contact healthcare provider.

Manufacturer narrative:
Subject: qv otc, allergic reaction to nasal swab--tss advised please contact healthcare provider. Investigation conclusion: a review of complaint history did not identify any adverse trends. Investigation summary: a CAPA is not required because no adverse trends were identified. Root cause: unable to determine.